Event description:
General report rec'd of an unspecified number of undocumented incidents of device breakages. Over the last few weeks on unspecified dates, the tubing sets were to be used to deliver unspecified medications. It was reported prior to pt use, while priming the tubing sets, unspecified volumes of solutions leaked between the semi rigid adapter and the clave secondary port. The tubing sets were immediately replaced and therapies resumed. No specific details were provided. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No med interventions were reported. No add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. A formal investigation was opened to address this issue. The probable cause is related to design of male/ female adapter (semi-rigid) since the design is not robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. This report represents all the info known by the reporter upon query by hospira personnel.